Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section d2. The device was returned to zoll medical corporation for evaluation. Device evaluation did not reproduce the reported inability to deliver a shock. Defibrillation stress testing was performed and passed without discrepancies. Review of the device logs found no instances where the shock button was pressed without a corresponding shock output. Internal inspection identified no abnormalities affecting defibrillation performance. The device was determined to be functioning as intended. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to shock a patient (age & gender unknown), the device failed to charge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.